Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: review email attached for additional information stating- code: vcp311h lot: av3952. Additional information requested: were there consequences for patients? If yes, please specify. No did the suture thread break during use on the patient? If different, please provide details of the alleged deficiency. Yes, the suture is mounted on the needle holder, and when the stitch is passed through the glandular tissue, the needle is disassembled from the thread. When did the alleged deficiency occur (package removal/during handling prior to use on the patient/during passage through tissue /during tying/postoperative)? Name of the procedure? Rhinoplasty. Provide the source or the name and title of the external person providing responses for follow-up (external person submitting responses to the sales representative). (Name), head of pharmaceutical service provide the status of the devices, as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. We have the product; it will be shipped to j&j 16/01/2025. Code: 8423t lot: av0141. Were there consequences for patients? If yes, please specify. No did the suture thread break during use on the patient? If different, please provide details of the alleged deficiency. No, the suture is mounted on the needle holder and when it is removed from the envelope it is disassembled. When did the alleged deficiency occur (removal of the package / during handling before use on the patient / during passage through the tissue / during tying / postoperative)? Name of the procedure? Biopolymer recall. Provide the source or the name and title of the external person providing responses for follow-up (external person submitting responses to the sales representative). (Name), head of pharmaceutical service provide the status of the devices, as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. We have the product; it will be shipped to j&j 16/01/2025. The products will be shipped in separate boxes. D4: UDI: the manufacturing date and the expiration date are currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a rhinoplasty procedure (B)(6) 2024 and suture was used. During the procedure, customer returns due to breakdown. Additional information was received and stated that the suture is mounted on the needle holder, and when the stitch is passed through the glandular tissue, the needle is disassembled from the thread. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. One empty foil. A paper lid, one winding former and a suture piece were received for analysis. The product code is vcp311h. The visual assessment of the suture noted that the insertion end was observed to be as expected. The force used to detach the needle from the suture could not be determined. In addition, the needle was not returned for evaluation to determine the assignable cause. In addition, four photos were provided, two of them showing a per sided overwrap package, belonging to a prolene product code 8423. The other two photos showed pieces of a vicryl pus product belonging to a product code vcp311. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.